Event description:
Ihad extreme pain in my left eye, causing it to be bright red, swollen, and very blurred-to-no-vision. This intensity lasted for four days. After that I still had episodes of extreme pain throughout the day - every 5 mins- for the next couple of weeks and then no pain after a total of 4-5 weeks. My dr told me at first it was bacterial infection and a corneal ulcer. After getting culture tests back he said they came back positive for a fungal infection which was very serious and very rare. So rare in fact, he thought that it could have been a contamination of the culture. I now have severe scar tissue over my left eye causing some vision loss. He said that I would not be eligible for any type of corrective surgery for at least one year. I have yet to be able to drive because of my vision and I am not sure when I can. The activities I did on a daily basis are now hindred because of having to wear glasses -swimming, rock climbing, etc.- because my perscription is so high --9.75- I am unable to use my peripheral vision to engage in these activites. I have heard, now, all over the news that this is happening and I was wondering if this how I got infected as well.